Manufacturer narrative:
The failure investigation has been completed and the alleged control iq and unexpected reset issues were verified in the pump logs, however, no failure was identified. Additionally the alleged insulin delivery issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of approximately 700 mg/dl, diabetic ketoacidosis, and dehydration. Customer was subsequently admitted to the hospital in "unstable" condition. Customer was treated with intravenous insulin and saline, and was released from the hospital on (B)(6) 2020 with no permanent damage. Customer alleged pump did not deliver insulin as intended and that the control iq software did not function as intended. Tandem technical support performed a pump system check and found an unexpected reset had occurred, and verified that at the time of the report with tandem technical support the pump functioned as intended, however, the customer maintained that the pump did not deliver insulin as intended and declined additional troubleshooting. Reportedly the customer reverted to manual injections for insulin therapy.